Event description:
Olympus was informed during an in-service, bio-burden was observed in the distal end of the esophagovideoscope. In addition, the endoscopy support specialist (ess) observed that the user facility staff was not performing pre-cleaning, using hand soap during manual cleaning, and not brushing the entire suction channel. Also, the user facility was not following the recommended soaking time in the disinfectant solution and not completely submerging the esophagovideoscope. Olympus cleaning recommendations were provided to the user facility. No pt infection or cross-contamination was reported.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The device instrument history could not be reviewed due to lack of serial number. The user's experience cannot be conclusively determined; however, the reprocessing practices could not be ruled out as a contributory to the reported event.